Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited undersensing during ventricular arrhythmia episodes. The lead was explanted and replaced during an upgrade to an implantable cardioverter defibrillator (ICD) device. No further patient complications have been reported as a result of this event.